Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the crossing difficulties encountered. The 99% stenosed target lesion was located in a moderately calcified and moderately tortuous right superficial femoral artery. After a 035 non-bsc guide wire was crossed the lesion, a 5.0-40,80 wanda¿ balloon catheter was advanced for dilatation. However, the device was unable to cross even through the middle of the lesion. The physician then replaced the guide wire into another non-bsc guide wire and subsequently, the procedure was completed with successful dilatation of a sterling balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by MFR: a visual examination of the returned device found that the balloon had been inflated and there was a build-up of blood inside the balloon. An examination of the tip found no issues with its profile. As part of the device analysis, the device was attached to an encore inflation unit and during an attempt to inflate the balloon a pinhole leak was identified. The pinhole was located at 1cm distal to the distal edge of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).